Event description:
The threaded inserter broke in half.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned product confirmed the threaded portion of the inserter broke off the shaft. A complaint database search on the provided product code identified similar reports which found the inserter was used without the body component contributing to breakage. Based on evidence of the device used inappropriately, the root cause is attributed to misuse. Based on the root cause of misuse, corrective action is not needed. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.